Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that no predilatation was performed prior to stenting. During the index procedure to treat the proximal lad, a stent edge dissection occured after deployment of the first stent, which required treatment with another xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident. Dissection, as listed in the xience v IFU is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by lesion characteristic, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention.." The IFU cautions: "the vessel should pre-dilated with an appropriate sized balloon." A conclusive root cause for the reported pt effects, and the relationship to the device, cannot be determined.